Manufacturer narrative:
The technician replaced the left head brake caster to repair the stretcher.

Event description:
Information received indicates the left head caster is ratcheting when testing the brake.